Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted between (B)(6) 2016 for dark stools. Hemoglobin on admission was 11.9 g/dl. It was reported that the inr was therapeutic. A duodenal-proximal jejunal arteriovenous malformation was located and clipped. The patient was discharged on (B)(6) 2016 with hemoglobin of 11.6g/dl and new inr goal of 1.8 to 2.5. No alarms were reported. No additional information was provided.